Event description:
The facility had send a pump to service where a baxter service tech had reported a failure code 812:04. Although an attempt had been made to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.